Event description:
Event description cpi received information that this bipolar lead was removed from service due to intermittent loss of capture. The physician attributed the loss of capture to the poor location of the lead in the patient. Because of the patient's anatomy a positive fixation lead was needed.